Manufacturer narrative:
The eli 380 device is indicated for use to acquire, analyze, display, and print electrocardiograms. ¿ device is indicated for use to provide interpretation of the data for consideration by a physician. ¿ device is indicated for use in a clinical setting, by a physician or by trained personnel who are acting on the orders of a licensed physician. It is not intended as a sole means of diagnosis. ¿ the interpretations of ECG offered by the device are only significant when used in conjunction with a physician over-read as well as consideration of all other relevant patient data. ¿ device is indicated for use on adult and pediatric populations. ¿ the device is not intended to be used as a vital signs physiological monitor. Troubleshooting determined that the device was running on an older software version. The customer was advised to perform a hard reset of the device to reconnect to the network and the customer will upload the latest firmware version to resolve the ongoing connectivity issue. Based on this information, no further action is required at this time if the eli 380 device loses connection to the wireless network, the device is unable to transmit or receive EKG¿s. Based on an analysis of the risk file, a failed connection on an eli380 may result in a delay of patient treatment which may cause or contribute to a serious injury or death. Therefore, hillrom is reporting this alleged connection failure as a product malfunction.

Event description:
The customer reported intermittent connection issues with the eli380 unit. This incident was captured under hillrom complaint ref # (B)(4).

Event description:
The customer reported intermittent connection issues with the eli380 unit. This incident was captured under baxter complaint ref # (B)(4).

Manufacturer narrative:
This supplemental report is a correction to the previously submitted MDR. Following communication from the FDA regarding incorrect/missing UDI numbers, baxter reviewed the subject MDR and determined brand name, 510k, and UDI corrections were required to this MDR in alignment with the gudid.